Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Surgery was completed with second xen®45 gts device.

Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h4, h6. Device analysis: the xen gts unit box and molded tray were returned. A stent was not observed within the returned packaging. The needle cover was returned attached. The slider knob of the injector was observed in the start position, the needle was found extended, and the bevel selector was found in the center position. The retention plug and the cam lock were not returned. A visual evaluation of the xen injector was performed, and no damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed. All expected results were met. A stent was not observed to deploy upon actuation. Therefore, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Conclusion: the category/ subcategory of injector - slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" during implantation in right eye. No eye injury noted. Surgery was completed with second xen®45 gts device.